Event description:
The device was returned for a mechanical hardware failure (screen). Device was able to pass mock infusion testing with no failures. Touchscreen functioned with no failures or discoloration. Device was opened to check for damage and connection integrity. No damage or loose connections found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: there was no patient harm it did not happen during an infusion. The reported problem was the screen turned red. Biomed ran a test infusion and it ran without errors. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.